Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced a damaged/deformed/defective catheter. The following information was provided by the initial reporter: in the vein puncture of 41 patients, it was found that the front part of the catheter tube of the indwelling needle was missing, which caused the patient's second puncture pain. After replacing the indwelling needle, the puncture was successful again.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced a damaged/deformed/defective catheter. The following information was provided by the initial reporter: in the vein puncture of 41 patients, it was found that the front part of the catheter tube of the indwelling needle was missing, which caused the patient's second puncture pain. After replacing the indwelling needle, the puncture was successful again.